Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection with sepsis. Reportedly, the infection was not due to the device. There were no additional adverse patient effects reported. The lv lead was explanted.